Event description:
It was reported that the physician experienced difficulty in deploying the main body and contralateral limb of a bifurcated device, leading to a partial deployment of the device. Reportedly, while advancing the delivery system, a wire wrap had occurred. The physician initially rotated the system in the wrong direction and then experienced significant difficult in rotation in the correct direction. The physician pinned the sheath and rotate the inner core in an attempt to free the wire wrap and then placed the main body on the aortic bifurcation. The physician then twisted the control cord handle and attempted to deploy the main body. The control cord retracted approximately 2 inches before it broke. A clamp was used in an attempt to pull the cord further, but the cord broke again. Next, the physician attempted to deploy the device by deploying the contralateral limb and retracting the inner core of the delivery system, but both techniques failed. The physician decided to place a self-expanding stent (unknown) down the contralateral side, converting the device into an aorto-uni iliac (aui). An occlusion device was placed in the left iliac artery, as a femoral-femoral bypass was planned. The physician then cut down the right iliac artery to expose the vessel, but was unable to do so due to severe scarring from a prior abdominal surgery. The physician performed a renal snorkeling with gore viabahn and placed a proximal medtronic thoracic device and a type I endoleak was identified. The patient was treated with a second medtronic thoracic device and coils into the aortic aneurysm artery sac, but an endoleak was still present. The physician elected to stop and end the procedure. Reportedly, a couple of hours later, the physician elected to continue with the procedure. The physician pin the sheath and retract the inner core. The inner core retracted and deployed the main body. The physician then deployed the contralateral side and the contralateral limb deploy with ease. The delivery system was successfully removed from the patient. The physician place an amplatzer plug on the right (ipsilateral limb) and place another self-expanding stent (unknown) to reinforce the aui device, since the contralateral limb ultimately deployed. The physician then performed a femoral-femoral bypass and the procedure completed without further complications. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The bifurcated delivery system and introducer system were returned for analysis. An evaluation was conducted and identified severe twisting damage to the outer sheath of the introducer sheath and to the ipsilateral limb cover, indicating excessive torquing. Medical records were not provided for clinical assessment; however, still CT images were provided and reviewed with the following impression: per the image it is indicated that the patient presented with tortuous and angulated iliac arteries. Torquing of the device due to a tortuous anatomy was determined to be the most likely cause resulting in the reported wire wrap and premature deployment. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).